Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red irritation on his left side underneath the electrode. The patient's daughter who is a nurse advise the patient to use a different detergent. It was reported that the patient irritation was area that he had a lung removed. The patient's irritation improved after switching detergents.